Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was disappointed that they were not feeling more urgency and they could not void more than 100 ml on their own. On (B)(6) 2017 the patient reported that their symptoms got worse the night before. The patient noted they snagged their lead on a doorknob and didn¿t know if they pulled it or not. The patient confirmed that they felt stimulation. It was noted that the trial began on (B)(6) 2017. No further complications were reported.